Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer's indicated failure mode, as no samples or photos were provided. Root cause description: no root cause can be determined as no samples were received. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd syringe luer-lok¿ tip was wiped down with "ipa" before use, causing the paper backing to "flake off" and enter the product, resulting in mold. This complaint was created to capture 1 of 4 related incidents. The following information was provided by the initial reporter: rep calling on behalf of a customer who would prefer to not be identified that uses syringes for individualized cancer medicine. They use syringes 309628 (1), 309657 (3), 302995 (10), 309646 (5) ( (#) is how many affected). Syringes are received sterile then they wipe them down with ipa which is causing the paper backing to flake off and get in the product which results in mold.